Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence alleged failure: broken tip. Probable root cause: material/design error, manufacturing/assembly error, improper cleaning/sterilization, excessive user force, severe shipping conditions, disposable tip rubbing against product, user misuse. Gtin:(B)(4). The device manufacture date is not known.

Event description:
It was reported during procedure that the broken tip of the device was potentially left inside the patient. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported during procedure that the broken tip of the device was potentially left inside the patient. Surgery was completed successfully.